Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during single port video-assisted thoracoscopic surgery-left lobectomy, while on lobe resection, there was problem in loading the device and the staples could not get b formation. It was also noted that the staple line was incomplete proximally that was fixed by suturing. A green stapler was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The reload was loaded and unloaded multiple times with no abnormalities. All staples were placed, and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.